Event description:
Complainant alleged that during defib output tests at 120 and 150 joules the device displayed a "pacer fault 117" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.